Event description:
Dealer stated that the end user reported that the seat upholstery on her v18rlr veranda wheelchair is starting to rip, making the chair unstable. User allegedly slid off the seat and broke her ankle but did not allege any medical intervention.